Manufacturer narrative:
Device was returned for evaluation. The device was given functional testing; the reported issue was verified. The device issue was determined caused by an issue with the microswitch component. The cause of the faulty component was not confirmed.

Event description:
It was reported the device gave a "no disposable" alarm. No patient involvement.